Event description:
It was reported that a screw loosened at l-3. Revision operation was performed on (B)(6) 2009. There is no additional information.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. X-ray images were taken on unknown date in (B)(6) 2006. Co-morbidities: severe blood pressure. This report is for 1 unknown screw. Implant date on unknown date in (B)(6) 2006. Report source is also a health professional.

Event description:
Added to event description: patient was prescribed bedrest for 20 days and antiosteoporotic medication - bisphosphonate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Revision date was previously incorrectly reported in event description.